Event description:
Customer confirmed on (B)(6) 2024 that there were only four patients obtaining false positive results. Initial MDR 3016758165-2024-00012 was documented for a potential fifth patient. Please disregard MDR #3016758165-2024-00012.

Manufacturer narrative:
Customer confirmed on (B)(6) 2024 that there were only four patients obtaining false positive results. Initial MDR 3016758165-2024-00012 was documented for a potential fifth patient. Please disregard MDR #3016758165-2024-00012.

Event description:
Customer reported to cue health field application scientist on behalf of five individuals that received false positive results. This report is to document the false positive result for individual 5. Individual received a potential false positive result the week prior to (B)(6)2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn and exact test date not specified). The individual was exposed to untested immigration officials a few days prior to obtaining the potential false positive result. Individual was isolated for 120 hours after receiving the positive result. Although requested, no further information has been provided.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.